Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1; -8.00/3.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. Low vault with lens rotation was suspected. No post exchange data was provided. Additional information was requested but has not been provided to date.

Manufacturer narrative:
(B)(4).